Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair on (B)(6) 2016 and mesh was implanted. It was further reported the patient underwent an inguinal hernia repair procedure on (B)(6) 2015 where a plug and patch from another manufacturer was implanted. It is reported that the patient has stomach pain and limited range of motion. No additional information is provided.